Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown type of morphine ((concentration and dose unknown). The patient stated that he thinks the concentration is ¿15%¿ but doesn't know how much he gets a day. The indications for use were non-malignant pain and failed back surgery syndrome. Per the patient, his diagnosis is severe bilateral central canal spinal stenosis at l5, s1 and this pump takes care of it. The patient stated that his is hypotensive, meaning that he has a 55 hear beat and his top number is never above 90. It was reported that the patient was having trouble with the pump and experienced a change in therapy. The patient stated that the pump is "talking to the machine" (referring to the personal therapy manager), but he believes there is nothing coming through the catheter. The event date was noted as (B)(6) 2018. It was reported that the patient was experiencing opioid withdrawal symptoms because he is not getting his medication, and had to go to the emergency room (ER). The patient stated that the pump is so great when it is working, and he couldn't live without it. The patient stated that he talked to the doctor, and they will be doing a catheter dye study to determine if this is an issue. The patient did not know when this would be. Regarding the patient's current status, it was noted that the situation was is being addressed by a healthcare provider. No further complications were reported / anticipated.